Manufacturer narrative:
Device discarded by customer. The impella 5.0 pump was discarded by the customer therefore a failure analysis investigation cannot be completed.

Event description:
The complainant reported a (B)(6) years old (B)(6) male had impella 5.0 pump was inserted in the right axillary. After the impella was explanted the patient had mitral regurgitation (mr) and as treatment mitra clips procedure was performed.